Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with a missing electrogram (egm) for an atrial fibrillation episode. No other information was available.

Manufacturer narrative:
The reported complaint of a missing atrial fibrillation (af) stored electrogram (segm) for an af episode that was ongoing at the time of patient app interrogation was confirmed. Based on the information provided, it was confirmed that there was enough segm memory available and firmware should have stored an af segm. The root cause of the segm not being stored was determined to be due to a firmware issue, where the episode gets flagged as shorter than minimum duration. This sequence of events can only happen if the af episode exits while the programmer has suspended diagnostic updates during interrogation and the preceding af episode did not meet the minimum duration.